Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. The journal article included three x-ray images; however, the product brand could not be identified on the images. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: cho, h., kim, j.w., hong, y.s., lim, s.h., & won, j.h. (2015). Stent compression in iliac vein compression syndrome associated with acute ilio-femoral deep vein thrombosis. Korean journal of radiology, 16 (4), 723-728. Http://dx.doi.org/10.3348/kjr.2015.16.4.723 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported in the article, ¿stent compression in iliac vein compression syndrome associated with acute ilio-femoral deep vein thrombosis', in the korean journal of radiology, that after a median time period of 21 months, 4 stents demonstrated stent compression, 2 stents became occluded. It is unknown if re-interventions were performed. Patient status is unknown.

Event description:
It was reported in the article, ¿stent compression in iliac vein compression syndrome associated with acute ilio-femoral deep vein thrombosis', in the korean journal of radiology, that after a median time period of 21 months, 4 stents demonstrated stent compression, 2 stents became occluded. It is unknown if re-interventions were performed. Patient status is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. The journal article included three x-ray images; however, the product brand could not be identified on the images. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: cho, h., kim, j.w., hong, y.s., lim, s.h., & won, j.h. (2015). Stent compression in iliac vein compression syndrome associated with acute ilio-femoral deep vein thrombosis. Korean journal of radiology, 16 (4), 723-728. Http://dx.doi.org/10.3348/kjr.2015.16.4.723.